Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not completely infuse the dose of fluorouracil after 24 hours of infusion. The weight of the device after disconnection was 171 mg. There was no patient injury or medical intervention associated with this event. No additional information is available.